Manufacturer narrative:
On (B)(6) 2021 the customer alleged retainer ring has come off the insulin pump and also been getting stuck button alert. Device had a missing retainer (half of the retainer was missing), missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, faded/scratched serial number label, faded end cap address label, peeling keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay and missing display window cover. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer (half of the retainer was missing). The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer (half of the retainer was missing). No stuck button alarm/stuck key alarm (61) noted during testing. In the formatted history file, there was no stuck key alarm on the event date (B)(6) 2021. However, device had intermittent button response on the up, left and select buttons. There was multiple stuck key alarm (61) on (B)(6) 2021 at 00:02:10.000, 00:16:19.000, 00:26:00.000, and 07:05:09.000. History download was successful using thus and carelink upload was successful. Half of the retainer ring was missing. The test p-cap and reservoir will not lock in place in the reservoir compartment due to half of the retainer was missing. No stuck button alarm/button error alarm/stuck key alarm (61) noted during testing. However, multiple stuck key alarm (61) on (B)(6) 2021 in the formatted history file. Unable to determine intermittent button response or stuck key alarm (61) in the formatted history file due to insulin pump preservation (legal matter on related svn (B)(6)). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
It was reported that the insulin pump had stuck button alert.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the retainer ring was cracked. Customer stated that they were unable to lock in place the reservoir when inserted in insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.